Event description:
Caller states customer reported feeling "unwell" with result of 7.8 mmol/l obtained on the aviva system. Customer was taken to the hospital, and tested 33 mmol/l on hospital meter within 3 minutes of the aviva result. Customer then tested 8 mmol/l on the aviva system at the same time that he tested 33 mmol/l. Customer was treated with humalog via an unknown insulin pump. Customer also received antibiotics to treat his infections. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).